Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. (B)(4).

Event description:
The customer's mother reported via phone call, the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer mother the gasket were the reservoir locks into place had a crack along the top of the edge. The customer's mother was advised to have customer discontinue use of the insulin pump, revert to a backup plan, and return the device. The insulin pump will be returned for analysis.